Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the connector on the endotracheal tube is coming out during mechanical ventilation causing the patient to become disconnected from the ventilator. Reintubation of the patient was not required. There are five tubes in this report from the customer referenced on our reports 2936999-2016-00468, 2936999-2016-00469, 2936999-2016-00470, 2936999-2016-00471, 2936999-2016-00472.